Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 11 states, "wear and/or deformation of articulating surfaces." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." Number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Concomitant medical products - locking bar - catalogue: 141205, lot: 785050. Tibial tray - catalogue: 141224, lot: 668040. Bearing - catalogue: 11-146152, lot: 268960. Patella - catalogue: 11-150844, lot: 786270. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-03466 / 03467 and 0001825034-2017-01208 ).

Event description:
Patient underwent a right knee revision 14 years post-op due to pain, swelling, lack of range of motion, clicking sound, polyethylene wear, posterior cruciate ligament laxity, and loosening.